Event description:
It was reported that the patient underwent a two-level tlif from l4-s1 using rhbmp-2/acs and vertebral body spacers supplemented with posterior fixation instrumentation. A posterolateral fusion was also performed at l4-s1. Approximately five and a half months post-op, an MRI was performed in response to complaints of left s1 nerve root radiculitis. The MRI (2006) demonstrated the presence of a "left ventrolateral epidural cyst adjacent to the l5-s1 disc space at the insertion site." A surgical intervention was performed in 2006, to excise what was found to be an isolated collection of non-bloody fluid that was encapsulated within a pseudo-membranous wall. The excised tissue from the encapsulating wall was biopsied and found to be fibrocartilagenous cells with small adherent fragments of bone. Neither neovascularization nor atypical cells were seen, and inflammation was not identified. The fluid collection did not reportedly recur, and the patient is reportedly doing well.

Manufacturer narrative:
Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Device was not returned to manufacturer for evaluation. Therefore, we are unable to determine the cause of the event. A review of returned x-rays, CT and MRI images revealed degeneration of the l3-4, l4-5, and l5-s1 disc with bulging of the l4-5 and l5-s1 disc posteriorly into the canal preoperatively. Post-op films dated 11/30/07 show fluid accumulation beginning at the back of the interbody device at l5-s1, and extending into the foramina at l5-s1. No conclusions about the cause of the fluid accumulation could be deducted from a review of these films.